Event description:
It was reported that, "surgeon commented that pt was dislocating. He thought the small head and wear maybe contributing to that. While removing the liner he noted the cup was loose. He explanted the cup liner and head proceeded to revising the acetabulum."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR as explants were disposed of by the hospital. Additional info (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report.